Event description:
A malfunction alarm was reported with code malf 12 occurring in the customer's device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the customer with pump reset information and assisted with resetting the device. After resetting, the malfunction did not recur, and the customer was instructed to call back if it reappears, to which the customer acknowledged and understood.